Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead exhibited failure to capture. The atrial lead was explanted and replaced. Patient was stable.